Event description:
It was reported that during a case using the spine guidance 4 software, there was an registration inaccuracy. There was a surgical delay of less than 30 minutes and the procedure was completed successfully with no adverse consequences.